Event description:
It was reported that the patient could not feel stimulation; there was no stimulation sensation. The patient stopped feeling stimulation the day of the report. They tried using the patient programmer to turn it but they were not feeling the stimulation as they increased. They used the antenna and verified they were seeing the stimulation on icon. The patient tried turning stimulation up on group a. The patient had it up to 7.90 volts and still felt nothing. They did not have adaptive stimulation activated. They tried turning adaptive stimulation on but it appeared it was not programmed in, as that was not an option on the utilities menu. The patient believed that they set up the programs as they did it at the hospital. The patient's follow-up appointment wasn't until the fourth of the next month. The patient would try calling the manufacturer representative. It was later reported that the patient did not have concerns with their device or therapy.

Manufacturer narrative:
Concomitant medical devices: product ID: 97740, serial# (B)(4), implanted: (B)(6) 2015, product type: programmer, patient. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, product type: lead. Product ID: 97754, serial# (B)(4), product type: recharger. (B)(4).